Manufacturer narrative:
Further information was requested but yet not received.

Event description:
It was reported that patient presented in clinic after experiencing syncope. Upon interrogation, it was found that patient's pacemaker exhibited loss of capture. It was further noted that pacemaker was in backup mode. Patient was treated with trigger point injection. Patient was stable in-clinic.